Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 months. Evaluation of the submitted system controller log file confirmed the reported low speed and pump stop events which appeared to occur while the system controller was operating on the power module and appeared consistent with a potential driveline wire compromise. However, a driveline wire compromise could not be confirmed because the pump remains in use and was not available for evaluation. The patient remains ongoing on lvad support with the ungrounded power module patient cable and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented on (B)(6) 2016 with pump speed drops. Interrogation of the patient¿s system controller revealed multiple pump off events that occurred while the system controller was connected to the power module. There reportedly was no visible or palpable damage to the external driveline. The patient¿s lactate dehydrogenase level was normal, and the patient was clinically stable. A system controller log file analysis by the manufacturer¿s technical services representative found that it was consistent with a compromised driveline. A submitted x-ray image showed some shield thinning near the driveline exit site. The patient was provided with an ungrounded patient cable for use with the power module. It was reported that the patient would be monitored long-term on an ungrounded power module patient cable. No further information was provided.